Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23 jan 2026, arthrex was notified via email of a case study published on november 2021 by the knee surg sports traumatol arthrosc. ¿patients unable to return to play following medial patellofemoral ligament reconstructions demonstrate poor psychological readiness.¿ the study reviewed 35 patients and identified patellar instability with bioabsorbable interference screws in 3 patients during the 3-year review period. Ref: hurley et, markus dh, mannino bj, et al. Patients unable to return to play following medial patellofemoral ligament reconstructions demonstrate poor psychological readiness. Knee surg sports traumatol arthrosc. Nov 2021;29(11):3834-3838. Doi:10.1007/s00167-021-06440-y.